Manufacturer narrative:
Complaint (B)(4). Received 1pc 455071p/c2303333 for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Sample was visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)) no deviation with the function of the gel barrier could be observed. The alleged malfunction cannot be confirmed.

Event description:
The customer advised the gel barrier is not holding; and they experienced an increase of tests not performed (tnp). The customer provided feedback and advised: tubes were filled to the fill mark +/-10%, inverted 5-10 times, and allowed to clot upright for 30-60 minutes. The customer advised new centrifuges are on order, tubes were centrifuged at standard quest drucker settings, 1600 rcf for 15 minutes. The customer advised the sample tubes drawn were used for testing. The customer advised the tnp sample reports were not noted to occur more in any specific clinic, acute, or chronic patient condition, or medication which may have a preanalytical impact. The customer advised the sample tubes were drawn for patient annual wellness panels. The customer advised redrawn tnp specimens did not lead to improved specimen quality for testing.